Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Battery analysis revealed that lithium plating was found to initiate from the anode, breach the anode separator (next to the cathode tab) and contact the cathode tab located in segment 3 of the coil. Based on this, the premature battery depletion was the result of an internal short between the anode (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced due to normal elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.